Manufacturer narrative:
The urea/bun reagent lot number is 86771501, and the expiration date is 31-jan-2026. A field service engineer (fse) noticed the sample probe was bent and replaced it, replaced the cell rinse tubing, adjusted a sample needle, and adjusted the cuvette filling. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable urea/bun result from the cobas 8000 c702 module. The initial result was 1.3 mmol/l, and the repeat result was 7.2 mmol/l.